Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this system also displayed high shock impedance measurements. The patient was seen for a revision procedure where the entire system was explanted. The device is not expected to be returned. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacture's right ventricular (rv) lead displayed low intrinsic amplitude measurements. Subsequently the system displayed numerous out of range pace impedance measurements of greater than 2,000 ohms. The patient's clinic was aware of the measurements. It was also reported that the rv lead was actually in the lv port and was not being used as a shocking lead due to a reported issue with the ring electrode. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, the device was returned.